Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-648h-(B)(4): the glass fiber core exhibits a circumferential fracture proximal to fusion zone of the bevel edge and another located on the bevel edge; there is a 1mm gap created by the proximal fracture; the glass cap exhibits severe devitrification at the output area, and detritus adhesion around output area. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure at 19,309 joules and 7:55 minutes of use; "fiber does not fire in the axis" was observed. The tip (cap) of the fiber was not cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: no patient injury was reported.